Event description:
The complainant reported the device's placement signal failing after patient was rolled during a procedure. Patient expired while on support.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The data logs were reviewed and a placement signal not reliable alarm triggered with ps spiking to 3000 mmhg for 1 hour and then the alarm resolved and placement signal (ps) returned to normal. Throughout the run, ps was trending up and shifting down. The cause of the issue was not determined since product was not returned. All pertinent information available to abiomed has been submitted at this time.